Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: f/g,promus element,mr,ous 2.75x38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. A stent strut in the mid-section was lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured by a snap gauge and the result was within max crimped stent profile measurement as. The tip was visually and microscopically examined with no damage noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80-90% stenosed, 33mm x 2.75mm, concentric, de novo target lesion with a bend of 90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. After engaging 7f ebu 3.5 guide catheter, a non-bsc guidewire crossed the lesion, then pre-dilatation was performed using a 1.5mm x 15mm maverick balloon catheter. A 2.75x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was pulled out; however, it was noted that the distal strut was lifted. Pre-dilatation was performed again with 2mm x 12mm maverick balloon catheter and a 2.75x38mm promus element stent was deployed with a good timi 3 flow and completed the procedure. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80-90% stenosed, 33mm x 2.75mm, concentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. After engaging 7f ebu 3.5 guide catheter, a non-bsc guidewire crossed the lesion, then pre-dilatation was performed using a 1.5mm x 15mm maverick balloon catheter. A 2.75x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was pulled out; however, it was noted that the distal strut was lifted. Pre-dilatation was performed again with 2mm x 12mm maverick balloon catheter and a 2.75x38mm promus element stent was deployed with a good timi 3 flow and completed the procedure. There were no patient complications reported and the patient was stable.